Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the hospital after receiving shocks. The caller stated the patient has left bundle branch block (lbbb) and the therapy is suspected to be due to lbbb and an elevated rate as therapy was delivered when the patient was using a walker to walk. A boston scientific technical services consultant reviewed the episode and identified lbbb oversensing resulted in inappropriate shocks. Programming options were discussed; however, sensing would most likely not improve with reprogramming due to the morphology change. The consultant stated a transvenous system might need to be considered. The device remains implanted. No additional adverse patient effects were reported.